Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on (B)(6) 2011. There were no complications during this procedure. According to the complainant, the patient presented with pain and discomfort in the vaginal area a month after the initial procedure (exact date unknown). The physician reported that there was no mesh exposure at that time, but that the vaginal incision had reopened. The incision was re-sutured. The patient was prescribed pain medication but the dosage, type and duration are unknown. Several days before (B)(6) 2012 (exact date unknown), the patient presented with dehiscence of the vaginal incision and some exposed mesh. It is unknown whether the dehiscence and mesh exposure were treated. The patient is currently taking pain medication but still has some discomfort at the vaginal incision.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.